Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
A pt contacted ams on (B)(6) 2011 for additional info on the type of material used for invance sling. The pt indicated an ams invance sling was implanted on (B)(6) 2007. Additional info received on (B)(6) 2011 that the pt "had a recent serious attack of rectal spasm in the lower colon which put me in the ER twice. A colonoscopy and biopsies were essentially negative. There is speculation that the mesh might have irritated or abraded the colon. Nothing else has been considered to a causative factor in this case."